Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated that the right ventricular lead integrity alert triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead; implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the clinic with alert tones and atrial fibrillation. The patient was also upset with the cosmetic look of the implantable cardioverter defibrillator (ICD) pocket and was requesting a pocket revision claiming the device seemed to "stick out." During the clinic visit, it was noted that the patient is employed as a mechanic and is exposed to arc welding. It was determined the ICD was oversensing electromagnetic interference (emi) from the arc welding. The alert was turned off and the ICD remains in use. No patient complications have been reported as a result of this event.